Event description:
Caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to remove an o-ring from the pneumatic tap and clean the area, after which the cartridge was successfully reloaded, allowing the caller to resume insulin therapy without further issues.